Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported having a headache; customer stated that she does not have diabetes but that it may be associated with pre-diabetes. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer. Customer did not provide the result(s) that had been obtained using the true metrix go meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/30/2026 and test strips were opened one month prior to the call.